Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the reported increased intra peritoneal volume (iipv) condition. The cause was unable to be determined with the provided information. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 11:57:01. During night drain cycle ten, the patient's ultrafiltration reading was 47ml, indicating the home patient (hp) drained 47ml more than their maximum programmed fill volume of 70ml. No additional information is available.